Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a physically damaged l602 inductor on the bedside pca. Additionally, there was insect contamination on the battery pca and throughout the unit. The root cause for the damaged l602 inductor could not be positively identified. The root cause for the contamination was ingress of insects. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger would not power on.